Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified. 95% in-stent restenosis in a tortuous proximal lad coronary artery. According to physician, the calcification may have been the cause of the balloon rupture. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 monorail balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.